Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (born in 1968) coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy remained ongoing and unchanged. On (B)(6) 2012, the patient experienced peritonitis, manifested by cloudy effluent and requiring hospitalization that day. Remedial treatment was started on (B)(6) 2012, given intra-peritoneally, with fortum 1g/day and cefazoline 1g/day. On (B)(6) 2013, the patient stopped the treatment for the peritonitis. On (B)(6) 2013, the patient was discharged from the hospital. The patient recovered from this peritonitis event on (B)(6) 2013. Per the nurse, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.